Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress. Handling the device in accordance with the following instructions for use (IFU) enable the user to detect the suggested event properly: "preparation and inspection_ inspection of the endoscope. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Handling the device in accordance with the following IFU may enable the user to reduce/prevent the suggested event: "important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device return evaluation was completed . Device evaluation and inspection, service repair noted the following findings: leakage observed. Due to a cut on a-rubber, (insertion tube) water tightness is lost. Connecting tube (insertion tube) has coating peeling (1mmsq or more). Distal end has a scratch up/down (ud) plate has a scratch due to wear of angle wire, bending angle in u/d direction does not meet the standard value connecting tube has a scratch. Evaluation findings has confirmed the customer reported issue of leakage and remote switches are not working. The issue was found to be due to cut on a-rubber and wear of the angle wire affecting the up/down direction of the angle knob. Additionally, the coating material of the insertion tube was found peeling more than the standard size (1mmsq2 or more). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of leakage from a-rubber (insertion tube) due to damage and the remote switches are not working. The issue found at preparation for use. There was no patient harm, no user injury reported due to the event. Device evaluation found peeling of the coating of the connecting tube (insertion tube) (1mmsq or more). This report is being submitted for peeling of the coating material of the connecting tube found on device evaluation.